Event description:
The dr had difficulty removing the iab from the blister tray retainers, the balloon tip got crumpled. A second iab was used. Event complications: none from the event - rpt'd 6/2/97. Pt current status: unk - rpt'd 6/2/97.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab. The membrane retainers were not returned for evaluation. Visual examination revealed the membrane to be properly folded. No abnormalities were observed at the proximal or distal ends of the membrane. As a test, a vacuum was drawn and maintained on the folded membrane according to datascope's instructions for use. The membrane easily passed through a laboratory 10 french, 6 inch sheath/hemostasis valve without difficulty. Probable cause of difficulty: based on the examination of the iab, it was not possible to verify the rpt'd difficulty. No defect was noted in the balloon membrane. Having the opportunity to examine the actual membrane retainers would have aided in the evaluation. Difficulty removing the iab from the blister tray may be attributed to one or more of the following: a sufficient vacuum may not have been drawn and maintained on the folded membrane. The iab may not have been pulled straight out from the tray retainers. Datascope's instructions for use stat the following: a. Remove the tray from the inner wrap. B. Remove only the entracorporeal tubing from the tray. C. Connect the sterile one-way valve to the iab male luer fitting. Connect the 60 cc syringe to the one-way valve. D. With the syringe, slowly aspirate at least 30 cc. Remove the syringe, leaving the one-way valve in place. E. Remove the iab by lifting the y-fitting and catheter from the tray and withdrawing the balloon from the protective sleeves. Pull the balloon straight out of the sleeves through the slot provided in the tray. The sleeves and clips will remain attached to the tray.